Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of the toothbrush was in my mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead was in his mouth after he had brushed for one minute. No symptoms developed.